Manufacturer narrative:
Correction: labeled for single use? This was inadvertently not marked as 'yes' which it should have been. Conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release criteria. A user issue was identified. This cannot be ruled out as a cause for customer's unexpected results. Improper techniques were identified. These cannot be ruled out as a cause for customer's unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. Three tests were performed on a patient with the following results: initial inratio inr=>7.5, repeat inr= 5.2, repeat= 3.6. The patient's therapeutic range is: 2.5-3.5. The meter was not in the correct mode when fingerstick performed; one fingerstick was used for multiple tests; sample was not applied immediately after fingerstick; the first drop of blood not used. Coumadin dosage was not provided, however customer suspected the patient had not been taking his coumadin since (B)(6). If this was the case, patient was not acting in compliance with physicians instructions. Customer calling in had already switched out meter at his agency; was unable to provide the serial number information.